Manufacturer narrative:
(B)(4). Describe event or problem - correction to statement "there is a linear metallic foreign body anteriorly which appears to be in the subcutaneous tissues. On (B)(6) 2017, the patient saw their physician and had an excision of the foreign body."

Event description:
The x-ray found there was a linear metallic foreign body anteriorly, which appeared to be in the subcutaneous tissues. On (B)(6) 2017, the patient saw their physician and an excision of the foreign body was performed.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, dexcom received additional information on (B)(6) 2017 regarding an adverse event. The patient noticed a lump was forming where the sensor had been located and was experiencing sharp pain. The patient saw their physician on (B)(6) 2017 and a lateral view x-ray of the pelvis was obtained. The x-ray showed that there is a linear metallic foreign body anteriorly which appears to be in the subcutaneous tissues. The patient reported that a sonogram was performed as well. On (B)(6) 2017, the patient saw their physician and had an excision of the foreign body. The patient was prescribed oxycontin and was released from the hospital the same day. At the time of contact, the patient was said to be improving. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the wire is missing from the sensor pod and housing puck. Due to the missing sensor wire, the sensor wire is considered detached. The customer's complaint of a detached sensor wire was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, after attempting to insert the sensor wire, it was noticed that it had detached and was under the skin at the insertion site. The attempted sensor insertion was at the abdomen. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined.